Event description:
It was reported that on (B)(6) 2010, the patient presented with an occluded left circumflex (lcx) coronary artery. A 3.5x23mm and a 2.75x23mm xience v stents were successfully implanted in the mid left anterior descending (lad) coronary artery, and a 2.75x12mm xience v stent was successfully implanted in the 1st diagonal coronary artery. Reportedly, the patient had an old mi that was visible on an electrocardiogram (EKG) that day. Post procedure, the patient experienced elevated creatinine kinase-myocardial band (ck-mb) and creatinine kinase (ck), less than 5 times the normal upper limit. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2012, the patient was admitted to the hospital due to an occlusion and an unspecified percutaneous intervention (pci) was performed in an unspecified target lesion. On (B)(6) 2012, the patient resolved without sequela and was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant product: stent: xience v (2.75x23, 2.75x12). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effect of occlusion, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.